Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record was not conducted as the device identifying lot number was not reported. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information provided indicated that the power module patient cable was disposed of when the patient received the replacement cable and the lot number was not known.

Manufacturer narrative:
The lot number was requested but was not provided. Approximate age of device 2 years (calculated from the date the device was issued to the patient). The device is expected to be returned for evaluation. It has not yet been received. The lot number was not provided; therefore the device manufacturing date is not known. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the system controller history review, low flow, pump stoppage and low voltage alarms were noted. A review of the data log file confirmed a loss of all power event. Once power was restored, the date stamp was reset to zero and it appeared as though the pump struggled to reach the programmed set speed causing multiple alarms. The voltage readings during this time, and throughout the log file, were abnormally low. The system controller and power module patient cable were exchanged and there were no further alarms. The patient was asymptomatic. The patient and was discharged home on (B)(6) 2015.